Manufacturer narrative:
A patient experienced ineffective therapy due to high impedances was reported to abbott. Reprogramming was unsuccessful. X-rays showed that the leads were fractured. As a result, both existing leads were explanted and replaced. Therapy was established. The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with invalid impedances. Based on the information received, the cause of the invalid impedances could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received.

Event description:
Related manufacturer reference number 3006705815-2021-01910. It was reported that patient experienced ineffective therapy due to high impedances. Reprogramming was unsuccessful. X-rays showed that the leads were fractured. In turn, the patient underwent surgical intervention wherein both existing leads were explanted and replaced. Therapy was established postoperatively.